Event description:
Patient contacted dexcom technical support on (B)(6) 2014, to report that the sensor was inaccurate on (B)(6) 2014. Patient reported device had a 100 point difference from the fingerstick value. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.